Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.

Event description:
Customer reports to have physical damage to insulin pump. Customer states that battery compartment is cracked and there is moisture under lcd screen. Customer was advised that insulin pump would need to be replaced. No further info provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).